Event description:
An optometrist reported a bilateral case of stage one diffuse lamellar keratitis (dlk), observed in a pt's right eye at two days post lasik treatment. Reporter indicated the right eye issue was greater than the fellow eye, and the topical steroid dosage was increased. Pt noted increased light sensitivity and decreased vision of the right eye. Additional info has been requested. There are two related reports for this pt. This report addresses the pt's right eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the device history record review indicated the product met release criteria. Additional info has been requested. (B)(4).